Event description:
It was reported that during a ptca procedure, the shaft of the liberte' monorail stent delivery system broke. The location of the lesion is unknown but, was reported to be tortuous and non calcified. The physician experienced difficulty crossing the lesion and the shaft of the delivery device broke. While attempting to retract the delivery system back into the guide catheter, the delivery system bacame caught on the guide wire and guide catheter. The device was removed with the guide wire and guide catheter as one unit. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported "okay".